Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 14 months after a coronary drug eluting stenting treatment procedure the patient expired. The lesion being treated in the index procedure was a 2.5mm, 80% stenosed, severely calcified 8mm long portion of the 2nd obtuse marginal (2nd om). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 2.50x8mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged the next day on plavix and aspirin. Fourteen months after the initial procedure, the patient expired. There was no autopsy and it is unk if the target vessel is involved.